Event description:
It was reported that the tip of the crossail "broke off" while it was being threaded over a guide wire. The catheter never entered the patient. The tip was recovered from the guide wire. No other information provided.